Event description:
Healthcare professional (hcp) reported on the day of this event, family member of pt reported pt had experienced a transient loss of function in the left arm earlier in the day and commented that the pt's coloring was bad. Hcp initiated hemodialysis on the baxter meridian device for 3 1/2 hours and 2 hours into the treatment, pt was found to be unresponsive. Treatment was discontinued and a code was initiated. Pt was transported via ems to local hospital. Pt did have a heartbeat when pt left the facility; however, pt passed away at the hospital. Hcp reported pt had been discharged from the hospital the day before this event. Pt had been hospitalized to rule out cardiovascular accident and while in the hosptial pt experienced a transient ischemic attack. Hcp stated pt needed cardiac surgery, but was too high of a risk. Hcp confirmed that baxter products are not being associated with this event.